Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was broken at the area of the flange where the inner cannula was connected. When the defective trach was notice, the patient had experienced decreased tidal volumes. The patient was re-cannulated and became stable again.